Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial #:(B)(4) was evaluated for the reported event of a pump off alarm. The system controller was not returned for analysis; however, a log file was submitted for review with events spanning approximately 10 days (B)(6) 2020 to (B)(6) 2020 per time stamp). On (B)(6) 2020 at 15:07:11, the controller alarmed ¿lvad_off¿ and was coincident with the fault flag ¿intentional pump stop¿. The pump speed decreased to 0 rpm and began to increase to the set speed at 15:07:14. There were no other notable alarms active in the log file. Additional provided information communicated on 01jun2020 indicated that the reported alarms resolved. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file showed a pump off alarm on (B)(6) 2020. The bedside nurses were unaware of this event. No harm to patient was reported. The patient was unaware of this event. A log file review was requested. The log captured a manual pump stop on (B)(6) 2020 at 15:07 pm. The pump was off for 2 seconds before returning to normal speed. There was also a low flow event associated with this pump stop. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. It was reported that the pump off and low flow alarms resolved. The bedside nurse placed the patient on batteries from the power module after the monitor went blank and alarm was heard. There were no reported alarms when the patient was on batteries. After a short time, the patient was placed back on the power module with the monitor and the lvad was working properly. No patient symptoms were reported. The patient is in stable condition. There was no treatment for the event as the patient was asymptomatic.